Event description:
Patient reportedly had plate implanted at another hospital, according to pt's doctor. Plate broke and was removed at hospital, surgical removal. The user facility has further information available.